Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. The event was confirmed with photographs received. Visual examination of the provided pictures identified head and taper liner with scratches on the surface of the head. The taper of the head has black spots. It is unknown what the spots are. No other evaluation can be made. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01440.

Event description:
It was reported that the patient underwent a revision procedure approximately 10 years and 3 months post implantation due to suspicion of pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.